Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. It was noted that there may be damage to the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection showed that there was no damage to the battery compartment. The returned battery cap showed no evidence of damage was able to be secured properly to the pump. The returned battery cap was able to be easily attached and easily removed from the returned pump. The complaint of not being able to remove the cap was not able to be duplicated during investigation. No defects were found to the pump or battery cap.